Event description:
It was reported by the customer that pyxis medstation es system device had drawer failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the missing screw from latch block. A field service engineer replaced screw and inseparable latch in order to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.